Event description:
The screwhead of 4.0mm cannulated cancellous screw had got stripped, which made removal impossible. The removal surgery was discontinued.

Manufacturer narrative:
Examination was not possible as the product was not returned. The investigation was limited to the information provided, as the lot number required to review the device history records was not provided. The investigation could not draw any conclusions about the reported event. Based on the investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.